Event description:
The customer reported that imprecise estradiol quality control (qc) results, beyond their acceptable limits, were generated from an unicel dxl800 access immunoassay system. The customer indicated that instrument assay quality control results were intermittently shifting low. The customer indicated that estradiol qc imprecision has been an intermittent issue over approximately one month's time. No patient results were associated with this event and hence there were no deaths, serious injuries or modifications to patient treatment associated with this event. The customer indicated that ferritin qc had also performed with some "slight issues", however, the customer did not provide any data for any assays other than estradiol. The customer was only questioning qc precision for estradiol. No errors were recorded in the instrument event log while the estradiol assay was running.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) performed a passing system check but a carryover test failed to meet specifications. The fse replaced the sample probe and reran the carryover test and system check to verify hardware after the repairs were complete. Both tests generated acceptable results. Upon completion of repairs, the customer subsequently performed an assay quality control assessment which generated acceptable results within their established limits. The instrument was returned into operation upon the completion of verified repairs. Hardware is the root cause of this event.